Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was found there was no power to the unit because the power cord was not fully seated into the bed's connector. The power cord was reconnected and power was restored.